Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22516e, reader sn (B)(4)). Three repeat cue tests performed on the same day provided negative results. On (B)(6) 2022, customer tested negative with the ihealth covid-19 rapid antigen test. Customer has no symptoms or known exposure.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.